Event description:
The customer reported that there was an intermittent ma on in error message. This error results in a system shutdown. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator was calibrated during the device call. The system was tested and found to be working as intended and put back into service.